Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex st (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st (device #1). An additional emdr was submitted to represent the bard/davol ventrio (device #2). Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1). On (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventrio (device #2). The patient is making a claim for an adverse patient outcome against the ventralex st (device #1) and the ventrio (device #2). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1). (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventrio (device #2). The patient is making a claim for an adverse patient outcome against the ventralex st (device #1) and the ventrio (device #2). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with peri-umbilical incisional hernia thereby underwent open repair with the implant of ventralex st mesh (device #1). Per operative notes, ¿the hernia sac was dissected circumferentially. Multiple omental adhesions to the hernia sac, and anterior abdominal wall were dissected free. A round ventralex st hernia patch (device #1) was placed intraabdominally and secured with sutures. The mesh straps were tacked to the fascial edges with sutures.¿ (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia thereby underwent removal of ventralex st mesh (device #1) and implant of ventrio mesh (device #2). Per operative notes, ¿the hernia sac was dissected circumferentially down to the fascia. The inferior margin of the mesh (device #1) was found to have pulled free. The mesh (device #1) was dissected off the superior fascia and removed. An ventrio hernia patch (device #2) was placed intra-abdominally and sutured. (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with the removal of ventrio mesh (device #2). Per operative notes, ¿the omental adhesions were taken down off the midline hernia defect where the old mesh were identified. A ventrio mesh (device #2) somewhat balled up was removed. The loop of small bowel densely adherent to mesh was dissected away and reduced in the peritoneal cavity. The hernia defect was identified. A synthetic mesh was laid transversely with fascial sutures and tacked.¿ attorney alleges that the patient had adhesions, bowel obstruction, bowel perforation, mesh shrinkage, nerve damage, seroma, mesh migration, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex st (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 3 months post implant of ventralex st, patient was diagnosed with hernia recurrence, mesh migration and pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list hernia recurrence, migration and pain as a possible complications. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-feb-2015) is considered to be a best estimate. This supplemental emdr represents the ventralex st mesh (device #1). An additional supplemental emdr was submitted to represent the ventrio mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.